Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
Subsequent to the previously filed report, further review of the reported information found that resistance during removal was with the anatomy. The device was discarded.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a lesion located in the distal right coronary artery that was both heavily calcified and tortuous. The 2.25 x 18 mm rx xience skypoint stent delivery system (sds) failed to cross the lesion. During removal, slight resistance was noted. No further treatment was provided to the patient. There were no reported adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.